Event description:
It was reported that the ventilator generated a technical error codes indicating a communication error and internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced. The replaced part was returned for investigation. The provided logs revealed technical error code indicating communication error and a technical error code indicating error in internal memory and memory lithium battery on control bcp depleted at the event date. The investigation revealed that the retuned pcb passed all tests without any discrepancy when it was connected to a test ventilator. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer's ref.#: (B)(4).